Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it alarmed circuit occlusion alarm and stopped ventilating. The customer stated there was a patient on this unit while in use. The patient was switched to another unit and there was no alleged injury or harm associated with this event.

Manufacturer narrative:
This reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required.